Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction h6- medical device problem code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02976. Additional information indicates that patient also experienced shocking sensation and experienced pain at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead and ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.